Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and found to have a battery status of middle of life 2. Review of device memory confirmed the reported long charge time; however, charge times remained below that which will trigger a battery status of eri. Extended charge times during mid-life is normal device function. The device was then subjected to a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed from service due to concern for charge time. There were no associated adverse patient effects. There were no associated advisories.